Event description:
It was reported that; unilif cage 9x33x4deg broke in half upon insertion/impact of collapsed disc space/hard bone. All fragments were removed and recovered. Doc proceeded to insert an 8x33x4deg unilif cage without incidence.

Manufacturer narrative:
Method: device history review and device inspection. Results: no relevant issues were identified in the manufacturing records that may have contributed to the reported event. Visual inspection indicated the device is fractured into 2 distinct pieces. The fracture surface is proximal to the threaded hole in the implant which is meant to engage with the unilif inserter. Threads are intact, no other anomalies were identified. Conclusion: the plausible root cause of the reported event is patient/user related. All of the following are contributing factors: no distraction was used during insertion, the patient had hard bone, the implant was oversized.

Event description:
It was reported that; unilif cage 9x33x4deg broke in half upon insertion/impact of collapsed disc space/hard bone. All fragments were removed and recovered. Doc proceeded to insert an 8x33x4deg unilif cage without incidence